Event description:
It was reported that the user encountered a pump ¿unable to proceed¿ alert while attempting to fill the tubing and was unable to correct elevated glucose until assisted; the user had been attaching the connector to the cartridge before inserting it into the pump, which likely caused the alert and interrupted insulin delivery. Symptoms included hyperglycemia. Outcomes included temporary interruption of therapy without hospitalization or injury, after which insulin delivery was resumed following supply changes and correct setup. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed user setup error related to the infusion set/cartridge connection, with successful resolution after correct assembly; connector lot 34609 was documented. It was concluded that the event resulted from user technique and that the device functioned as designed once properly set up.